Manufacturer narrative:
The customer provided response to the questions related to foreign matter. No abnormality was found in the pre-use inspection before the blockage was detected. The nozzle was not clogged during the case. Mh-946 injection tube was not used for manual cleaning in the hospital. There were no scratches found on the mounting part of the mh-946. The hospital does not use automated endoscope reprocessor (aer). It was unknown when the nozzle was last changed. The device was returned and customer allegation was confirmed. The angles were insufficient and were adjusted by engineer. The nozzle was clogged with foreign material. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the colonovideoscope exhibited reduced angulation and the nozzle was clogged. The issue was found during reprocessing ahead of a diagnostic procedure. The device was returned and an evaluation revealed presence of white foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the cause of the foreign material left in the device could not be determined, however, it is likely that the nozzle was clogged due to insufficient cleaning of the device. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: reprocessing manual says to use injection tube (mh-946) at ¿5.5 manually cleaning the endoscope and accessories¿ per the legal manufacturer, the other device defect included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.